Event description:
End user allegedly had dull needles. Pharmacy called to report on end user's behalf and did not have any other product problem description. Pharmacy did their own tests on the needles and said the "sharpness was precise".